Event description:
Health professional reported an alleged port leak. The event was first noticed when the patient complained of feeling no restriction. The doctor attempted to remove existing saline from the device and noticed there was less fluid than previously injected. Fluoroscopy and computed tomography scan were performed and confirmed the leak. The device remains implanted.

Manufacturer narrative:
(B)(4). The product associated with this report has not been returned as the device was not explanted. Based upon the implant date provided by the reporter the connector type is assumed to be a taper I. No additional information has been reported to allergan regarding the serial number or model number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."